Event description:
The reporter wears contact lens and had always used complete moisture multi-purpose solution no rub to clean the lens. However in jan 2006 she used the same solution for cleaning the lens and her eyes became red the following morning. She visited her optometrist for consultation because she didn't have insurance. An infection was diagnosed. She then chose to see the ophthalmologist when her eyes were red, swollen, sensitive to light and painful. Her ophthalmologist diagnosed corneal edema and infiltrate. Her vision was severely impaired. She was treated.